Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a leak at the valve due to a broken shunt. There was no patient involvement.